Manufacturer narrative:
Other applicable components are: product ID: 37651, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the sudden shakes were that the patient let the unit run down. They had their unit rund down out of power and results with the loss of power. They recharged and increased the settings to help to recharge. The issue had resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported there was a dbs operator error and the patient was having medical problems. They didn't have the unit with tme and they could feel the charges. It was also stated that the patient said their recharger was not working. Patient services wanted to do troubleshooting over the phone and patient said they couldn't see the screen on the recharger and would get some help. The patient was able to get their caregiver to assist them. The patient was in an assisted living facility. The caregiver was able to confirm the recharger was fully charged and the cords seemed to be fine. The ins was 50% charged and the patient was getting 6 shaded coupling bars. It was asked what the reason for the call was and the patient said everything seemed to be working then. The patient would contact the rep and patient services asked what the reason to contact the rep was. The patient didn't have an answer. The patient stated they had the shakes that day and they called their daughter but they were on vacation. The caregiver asked if somebody could come out to the facility to show the patient how to use the equipment. Patient services observed the patient seemed confused on how to use the recharging equipment. It was confirmed that the recharger was working and the ins was charging. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.